Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began approximately one and a half months prior to contacting lfs, exact date/time not known. He tested on the subject meter and observed a value of "146mg/dl" as compared to a lab result of "100mg/dl." The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient manages his diabetes with an unknown type and dose of insulin and is a self adjuster. He denied taking any action regarding his usual diabetes management routine in response to the alleged issue. On (B)(6) 2012 he claimed he developed symptoms of "sweating, weakness and felt cold" immediately after testing. No blood glucose value obtained from the subject meter was reported. He tested on another unknown device and reported a value of "35mg/dl." He self treated with food/drink at an unknown time. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the testing technique was correct and the subject test strips were in good condition. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.